Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain") and experienced vitamin d deficiency ("extremely low vit d"), the first episode of alopecia ("my hair is falling out"), eczema ("I have that in the tops of my hand") and the second episode of alopecia ("lost much hair"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, weight increased, vitamin d deficiency and the last episode of alopecia outcome was unknown. The reporter considered eczema, medical device removal, vitamin d deficiency, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new event hair loss was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain") and experienced vitamin d deficiency ("extremely low vit d"), alopecia ("my hair is falling out") and eczema ("I have that in the tops of my hand"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, weight increased, vitamin d deficiency and alopecia outcome was unknown. The reporter considered alopecia, eczema, medical device removal, vitamin d deficiency and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain") and experienced vitamin d deficiency ("extremely low vit d"), alopecia ("my hair is falling out") and eczema ("I have that in the tops of my hand"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the medical device removal, weight increased, vitamin d deficiency and alopecia outcome was unknown. The reporter considered alopecia, eczema, medical device removal, vitamin d deficiency and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received : case was updated from nonserious incident to serious incident. Following events were added: medical device removal,my hair is falling out. Reporter information added. On 23-mar-2020: social media received. New event added: I have that in the tops of my hand. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.